Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had condensation in the inside of the screen of the insulin pump. Customer has to do frequent battery changes. The device has to be started and rewinded to complete once. Customer's blood glucose was unknown. Customer declined troubleshooting. No further information reported.